Event description:
A family member of trial patient reported the trial patient had to stop their trial because they had a lot of pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).